Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed glucose gel to address bg. Customers family was monitoring the customer due to the customer displaying "inebriated like symptoms". Recommendation was made to consult with a healthcare provider to discuss diabetes management.